Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image flickering on the monitor during inspection for use prior to a transurethral resection in saline procedure involving an olympus camera head. There was no patient injury reported.